Event description:
The pt received her scs system, including an ipg, on (B)(6) 2011. It was reported that during the implant procedure, the physician backed out the set screw too far. When the physician was trying to re-seat the set screw, he allegedly damaged the septum of the ipg. He decided to leave the ipg implanted in the pt. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.